Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The insertion needle is dramatically bent. T1 and the majority of the suture is missing from the device. T2 has not been fully advanced to its pre-deployment position on the needle. T2 was fully advanced and tested for deployment using a rubber meniscus model, t2 deployed as intended. Per the device IFU ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. In addition the IFU states under warnings ¿do not bend delivery needle¿. No further investigation is warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that t2 failed to deploy during a meniscal repair procedure. T1 implant was completely removed from the patient. A backup device was available to complete the procedure with a 25 minute delay. No injuries or compilations were reported as a result.